Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by cloudy effluent, abdominal pain, and diarrhea. The patient was not hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin ip intraperitoneally (ip) one time a week for three weeks and heparin 500 iu/g ip one time per day for bacterial peritonitis. The treatment with heparin was stopped after seven days. The treatment with vancomycin was stopped after 13 days. The patient recovered from the peritonitis. The dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was unknown whether the patient kept to following the rules of proper aseptic technique while performing peritoneal dialysis (pd) therapy. It was reported that the patient was trained in proper aseptic technique when first beginning pd therapy (date unspecified). On an unreported date, post this peritonitis event, the patient was retrained in proper aseptic technique. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: phone number: (B)(6). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.